Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
The patient reported their blood glucose (bg) level reached 30 mmol/l (540 mg/dl), while wearing the pod between 4 and 24 hours. When removed from the infusion site (abdomen), the pod's cannula was found to be bent. As treatment, the pod was changed and insulin was administered via injections.

Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed. The distal tip of the soft cannula was observed to be torn and bent. During fluid path testing, fluid was not able to travel the complete fluid path due to the tears in the exposed soft cannula. These tears resulted in a leak. The exact time and cause for the soft cannula damage could not be determined. It cannot be conclusively determined that the soft cannula damage contributed to the reported bent/kinked event. The cause of the bent/kinked event could not be determined.